Event description:
A surgeon reported that a intraocular lens (iol) opacification was observed after implantation. According to the reporter the event increased progressively. The patient experienced a simultaneous progressive decrease in vision. The surgeon was considering explanting the iol. Additional information has been requested and received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).